Manufacturer narrative:
The computer was returned for analysis. Functional testing found that the computer was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the issue was resolved by using a different scan.

Manufacturer narrative:
Patient information was unavailable from the site. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer has been returned but analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system is working too slow. It was also noted that there were issue with the 3d registration with some studies. There was no reported impact to patient outcome and a reported delay of less than one hour. Additional information was received from the representative on 2019-02-13: the representative clarified stating that the site was getting a performance error message and was unable to open 3d reconstruction.